Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incident. All available information was investigated and reviewed, and the leaflet grasping/ positioning failure appears to be related to patient morphology/pathology. Based on information reviewed, the physician said that a portion of the anterior leaflet could have been damaged during to the multiple grasping attempts; however, this could not be confirmed. A definitive cause for tissue damage could not be determined in this incident as tissue damage could not be confirmed. It is possible that procedural conditions ( maneuvers related to grasping attempts caused the tissue damage, however it cannot be confirmed. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted flail, anterior prolapse, perforation of the anterior leaflet, and calcium. An ntw clip delivery system was advanced to the mitral valve; however, several grasping attempts were done without success. Tissue damage of the anterior leaflet was suspected, but this could not be confirmed. The cds was removed with the clip attached and the procedure continued with a new ntw clip. One clip was implanted, reducing mr to 4. There was no clinically significant delay in the procedure. No additional information was provided.